Event description:
As reported by the study, a staged procedure was planned during the initial percutaneous coronary intervention (pci). The second part of the staged procedure took place approx 2 1/2 months later. It was classified as unrelated to the study device and procedure. However, the vessel treated during the second procedure is currently unk. The primary indication for intervention was an acute anterior wall st elevation myocardial infarction (stem) within 6-12 hours of admission. New q waves did develop. Pre-procedure ck-mb and troponin cardiac enzymes were both greater than or equal to five times above the upper normal limits. An intra aortic balloon pump counter pulsation (iabp) was used during the procedure. The pt's blood pressure before the procedure was 130/80 and the heart rate was 65. Left ventricle ejection fraction (lvef) was 30-50%. Pre-procedure medications included aspirin, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, aggrastat and low molecular weight heparin. A staged procedure was planned for cardiovascular safety. Pci was performed on a totally occluded lesion in the left main coronary artery and in the proximal left anterior descending artery of 23mm in length in a 3.5 mm vessel diameter at a bifurcation requiring double guidewire. Th (b2) concentric lesion was characterized with a smooth contour, occlusion between 3 months, moderate calcification and thrombus present. Timi 0 flow was recorded pre-procedure. The lesion was pre-dilated with a 3.0 x 10mm balloon at 11 atmospheres (atm) before a 3.5x 23mm cypher select plus stent was deployed at 17 atm with satisfactory results. Post-dilatation was done with a 4.0 x 15mm balloon at 11 atm due to the bifurcation. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. Ivus was not used. There were no procedural complications. Post-procedure ck-mb and troponin cardiac enzymes were both greater than or equal to five times above the normal limit at the 6-24 hour interval. Ck-mb was within normal limits at the 24 hour to discharge interval but troponin was greater than or equal to five times above the upper normal limits. The pt was discharged in 2007. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Telephone follow-up was made with the pt at the 1-month interval. The pt was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta blockers. There were no adverse events recorded.

Manufacturer narrative:
Please note that this device is not distributed in the u.s. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.